Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient changed the foley catheters and two of the balloons had perished. The catheter was unable to be inserted. Per follow up via ibc on (B)(6) 2022, the nurse was unable to insert the catheter and believed that the balloons were perished prior to insertion and hence, it was unfit to use. The balloons were unable to inflate as the rubber had started to break down, also not able to burst or deflate as it needed to be able to inflate to do that. Hence, the catheter balloon neither did not burst nor it had decreased pressure. The rubber simply disintegrated and the device was not used on the patient.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as per additional information received the alleged device is not sold by bd. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient changed the foley catheters and two of the balloons had perished. The catheter was unable to be inserted (lot #myfq3380, lot #myfs1703 ). Per follow up via ibc on 28mar2022, the nurse was unable to insert the catheter and believed that the balloons were perished prior to insertion and hence, it was unfit to use. The balloons were unable to inflate as the rubber had started to break down, the balloon was not able to burst or deflate as it needed to be able to inflate to do that. Hence, the catheter balloon neither did not burst nor it had decreased in pressure. The rubber simply disintegrated and the device was not used on the patient.